Event description:
It was reported that after the pump was implanted they were working on increasing it to the correct amount. The third week in (B)(6) they increased it 20% which resulted in "extreme overdose" and the patient couldn't move his legs. The pump was adjusted. They decreased the dose on a friday and by monday the patient was able to walk around enough to get ¿out and about¿ and it worked fine. Around (B)(6) 2013, they increased it again trying to get the correct amount and the patient had another overdose. The patient could not move his legs or walk. They reduced the dose, but this time it took 2 months before the patient was able to walk and get out and about. After that, they went back to increasing it slowly. In (B)(6), the patient was having trouble sleeping at night because of muscle spasms, so they added a bolus dose at night time to help the spasms. That "worked for a bit" and then the patient started having smaller milder cases of muscle weakness through a series of 4 or 5 weeks. Around (B)(6) 2014, they eliminated the bolus dose completely and the underlying dosage was about 208 mcg. Things went fine for a month; the patient was slowly recovering from the weakness. From early (B)(6) through (B)(6), the patient had 4 or 5 instances of muscle weakness that all happened when the patient was going to a building doing tax preparation. These 4 or 5 instances of muscle weakness were more mild than the previous instances of muscle weakness. The last couple times it happened, the patient didn't go in for a pump adjustment and it reversed itself within a couple days. After this continued several times, it made that patient think that there was something he was getting exposed to at the tax prep building because the building had a magnetic door lock and a handicap door that used radio waves. The last week that the patient went to the building, he intentionally did not use the handicap door and he had no problems with muscle weakness. After early (B)(6), he was doing relatively well and had no muscle weakness problems, but then (B)(6) 2014 there was another period of muscle weakness similar to what happened in (B)(6). On (B)(6) 2014, the patient woke up with it in the morning and could stand up using a walker but could not use his legs enough to take a step to get around and had to use his walker like crutches. It took a week before he could move his legs "enough to take a step but still not be able to walk with a walker". At the end of the second week, he "pushed it" and went to the neighbors houses and could get around a little bit but not well at all. At the end of the third week, he was getting around a little better but not back to where he had been. The patient went to the gym and found the muscle weakness was most noticeable in his hamstrings and 15% in his abductors. As of the week of this report, he had improved a little bit, had gone to the gym a couple times, and he was still progressing but was not back to what he was. On (B)(6) 2013, the patient had done three things he had not ordinarily done; one of them was that he went to a car wash which used magnetism the other two things were not reported. The patient felt that he had been exposed to radio waves and magnetism when he was suffering periods of muscle weakness. The patient believed that the pump was not working properly or subject to outside influences. The patient felt that he was getting too much medication/over infusion. The patient had not been exposed to high altitudes or hot temperatures other than hot showers. The patient had not had any medical procedures which could lead to over infusion. The patient saw his managing hcp (healthcare provider) on (B)(6) 2014 for botox injections to supplement the baclofen. The hcp told the patient that if magnetism was an issue it would shut the pump down versus giving a higher dose. The hcp checked the pump and found no changes in the rate dispensing the drug other than when the hcp had adjusted the pump. The hcp saw no abnormalities. The pump did not alarm. The pump was refilled around (B)(6) and nothing was said about a volume discrepancy; the patient wasn¿t sure though if they were looking for that. The pump was delivering baclofen. The concentration started at 500 and was increased to 2000 in (B)(6) of last year. The dose had changed a lot, but was currently 184 or 185. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).